Event description:
Allegedly, eprd reported 12 new complications for evolution®mp fem (12 dislocation/instability events). First revision surgery. No further information was reported. This incident is capturing 12 instability events.